Manufacturer narrative:
U.s. Agent notified on (B)(4) 2013. Reported device not marketed in the u.s.; however, similar device is. Samples received: 1 used cassette. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch regarding this issue. Knot pull tensile strength of the sample received was tested and the results fulfil the requirements of the OEM. Absorption controls conducted on the sample with collagenase after several periods of time have a retension strength value that is consistent with current standards for this material and size. Therefore, this thread does not degrade quicker than other batches tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: no applicable. Corrective/preventive action: not applicable.

Event description:
Country of complaint: (B)(6). Caesarian performed to cow. Catgut suture was used to close the uterus with continuous suture technique; surgeons knot type. Failure of catgut mid-way along the length used to suture the uterus resulting in abdominal catastrophe. As a post operative complication the animal suffered septic peritonitis two days after the operation. Death of the cow.